Event description:
This procedure was performed in the sfa: access by sheath from rt fem art. After successful cross of total occlusion at distal sfa with a wire, used balloon to pre-dilate full length of sfa. Three stents were placed in lsfa. Post stent dilation was performed with submarine 5x120x130 balloon. After 1st distal inflation, balloon was retracted to a more proximal position. While on fluoro, the balloon appeared to still be partially inflated by visible contrast balloon profile. Upon next inflation, inflation device was unable to maintain pressure. To assess rupture, aspiration of balloon lumen was performed with a 20cc syringe and blood returned into the syringe. The physician began to retrace the balloon to exchange for another of the same size. He indicated that the balloon was "stuck" and stopped pulling. Fluro indicated the balloon distal marker was embedded at the overlap of the distal end of stent #2 (6x150) on the marker band. The proximal balloon marker was proximal to the final stent (7x60) and located in the native lfa indicating the balloon had stretched over 200 mm. Several attempts were made to capture the balloon from using a snare to cutting off the balloon hub and passing a 6fr mb1 coronary guide over the submarine balloon. After failed attempts and nearly 3 hours, the physicians agreed to pull the balloon until it sheared off. Then they planned to re-balloon and stent the balloon material that remained in the sfa. They dilated with competitor balloon. Then a stent was placed to pin the remaining balloon material in place. Post stent placement dilation was performed at the original site and balloon separation. Angio max bolus and drip were used during the procedure. Brisk flow was noted on final injections of the lsfa.